Manufacturer narrative:
The insulin pump was received with intermittent up button response due to unlocked connector on lcd board. The pump was received with no cosmetic damage. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 87 mg/dl. The customer stated that the settings, time and date, and the up arrow key is not working properly. The customer stated that he took the pump out of the box and the up arrow is not working. Customer was advised to discontinue use of the device and to revert to a backup plan.